Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: attempts to retrieve the device or determine the status of the device have been made but to no avail. However, the non-visual device investigation has been completed root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient cleaned the device using a toothbrush and toothpaste. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It is unknown when the patient received, first used the device or when the reaction occurred. The site of the reaction is unknown. However, the patient experienced a burning sensation (site unknown). The patent wore the appliance for over a year, but the reaction started last month. It is unknown if medical intervention provided. The patient was advised to stop usage of the device. The burning went away after discontinuing the use of the device. The provider believes, "that the cause is from tartar and wax buildup in the guard."